Event description:
Reporter alleges pt developed right burning pains and has noticed recent change in shape of her right implant, especially when lying down. Pt denies a decrease in size but reports an increase in encapsulation in the last two years. Pt also denies history of trauma. In addition the pt has progressively disabling systemic symptoms including her right side has arthralgia (plus her hands), myalgia, dysesthesia, fatigue, sleep disturbance, headaches, visual changes, memory loss, sicca, hair loss, rashes, sensitivity to the sun, shortness of breath, palpitations, hashimoto disease, weight gain, gastrointestinal changes, and rupture. Pt is otherwise healthy.